Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported left side capsular contracture baker grade IV and replacement from textured to smooth due to the patient concern of the implant. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: observed an opening on radius assessed as surgical damage and observed an opening on radius assessed as fold flaw opening. No further actions are required as the device was implanted.

Event description:
Physician reported left side capsular contracture baker grade IV and replacement from textured to smooth due to the patient concern of the implant. Device has been explanted.